Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, technical support gave the customer some troubleshooting steps to take to test the unit. No root cause has been determined at this time since the investigation is still ongoing.

Event description:
The customer reported that the sipap ventilator showed a white screen when switched on. At this time, there is no information regarding patient involvement associated with the reported event.